Manufacturer narrative:
Product ID: 8703w, lot# l41008, product type: catheter. (B)(4).

Event description:
It was reported the patient had an abscess in the spine which required taking part of the catheter out. The patient was still having issues with regards to the catheter. The patient was working with a team of doctors for the issues with the catheter left in his body. It was noted the patient¿s health care providers (hcp) were ¿stumped¿ about how the catheter should be removed. The system was being used to deliver hydromorphone. It was further reported that the patient did not have concerns with their device or therapy and noted the ¿leftover intrathecal catheter was removed via surgery¿.